Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of being hospitalized for five days due to high blood glucose. After hospitalization, customer called back to perform high pressure test. Insulin pump passed high pressure test. Customer was advised that insulin pump was working as designed. Insulin pump would be replaced due to customer's request.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump functioned properly. The pump passed the delivery accuracy test. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip and cracked battery tube threads.